Event description:
The hospital reported to the sales rep: broken nail, according to the doctor the nail is broken through the collum lag screw hole. The implant is lost at the hospital and it was put in 2001 by unknown clinic.

Manufacturer narrative:
Device was misplaced by the hospital. If the device or additional information becomes available it will be reported on a supplemental report.